Manufacturer narrative:
(B)(4). Examination of the returned instrument found the alleged complaint unconfirmed but found a different failure upon inspection of the instrument. Visual exam found the white polymer hand is cracked. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
The instrument was reported for unknown reason.